Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00017 on february 04, 2015. On 02/10/2015 additional information: a field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the sample syringe, reagent syringe, wash guides, and aspiration pump tubing on the advia centaur cp sn: (B)(4). The reagent probe was re-calibrated. A precision run was performed. No improvement was seen. The advia centaur cp instrument will be replaced. The cause for the discordant troponin ultra results is unknown. The instrument will be replaced.

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from two patients. Redraw samples were tested and the results were (B)(6). Repeat testing was performed on the first samples and the results were (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra (tni-ultra) result is unknown. Sample handling was checked. The customer centrifuges the samples for 10 minutes at 3000 xg. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."